Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an emergency brain surgery where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed the "no generators found" message. Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was would not connect to a patient programmer or clinician programmer. The system was not set to surgery mode while the patient underwent brain surgery. The device could not be recovered by the rep or technical service. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.